Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the image becomes blurred, indistinct or noisy. This issue happened during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ccd glass is cracked/ the lg cover glass is chipped/ the insertion part is dented/ the front and the back of light guide bundles are bent and damaged/ the universal cord is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccd glass is cracked - this event is caused by a component failure of the ccd glass. The lg cover glass is chipped - this event is caused by a component failure of the distal end cover glass. The insertion part is dented - this event is caused by a component failure of the insertion section. The front and the back of light guide bundles are bent and damaged - this event is caused by a component failure of the lg bundle. The universal cord is scratched - this event is caused by a component failure of the universal cord. The most likely cause for all additional findings mentioned above is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.